Event description:
During service of product unit was found to not cycle, with all leds and constant single tone alarm, due to transistor q2 on the motor board being out of specification. Replaced q2.